Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One locator abutment was returned for evaluation. The device was shipped to the supplier (zest) for evaluation. The supplier reported that the abutment fractured at the thread's minimum diameter. The complaint is confirmed. There was no manufacturing defect found. A root cause for the complaint cannot be determined. The following sections have been updated: date of this report, device expiration is unknown, UDI number is n/a, date received by manufacturer, checked "follow-up". H2: checked follow-up type h3: changed "no" to "yes" entered evaluation codes h10: added manufacturer narrative

Manufacturer narrative:
(B)(4). Patient ID not provided/unknown.

Event description:
It was reported that the locator abutment fractured. Doctor replaced the locator with another one.